Manufacturer narrative:
G4: 20oct2020 b4: (B)(6) 2020 the customer reported to have found that both the air intake and cooling fan filters were very dirty. After the filters were change the unit was ran for several hours and gave no errors after replacing filters. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
The customer reported a ventilator with a blower temperature high alarm. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. This event was reported to have occurred during clinical use. There was no harm associated with this report. The device was swapped out without further incident. The customer reported that the device was tested, and that the reported condition could not be reproduced, even when set to maximum output for two hours. The customer then stated that environmental factors may have been involved in causing this condition, which he reported was a "one-off" event. No repair was deemed necessary.